Manufacturer narrative:
According to the information received from the field the recipient experienced a decrease in hearing performance after diagnostic imaging. However despite requested no further information has been received. A root cause for the reported issue cannot be determined. This is a final report.

Event description:
The user had an emergency appointment with the radiologist and afterwards reported a decrease in hearing performance.

Event description:
The user had an emergency appointment with the radiologist and afterwards reported a decrease in hearing performance.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.